Event description:
It was reported that the right ventricular (rv) lead exhibited a rising impedance trend into a high range. Thresholds had also risen into a high range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that noise was observed on the rv lead. Rv output was increased to provide an adequate safety margin while polarity switch settings were also adjusted. The lead remains in use but a replacement procedure will take place in the near future.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554 implantable pacing lead, (B)(6) 2007. (B)(4).